Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet fluidics management system (fms) was visually inspected. The drain bag was easily detached from the cassette cover due to saturation. The irrigation line was bent. The sample was tested using a console. The fms primed and tuned with the handpiece, the air bypass tip (abs) tip and infusion sleeve from the lab stock successfully. A kink is defined as opposing sides of the tubing touching while in the coiled condition, or failure to meet flow requirements in installed position, for this complaint; the opposing sides of the tubing are not touching. While the customer¿s complaint of bent tubing was confirmed, testing of the sample showed that the bend was cosmetic and did not affect the performance of the product. The cause of the bend could not be definitively determined with the information available to date; however, this defect is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. This defect also could be caused by shipping or how the customer storages the product. After the investigation of this complaint, it has been determined that no action will be taken at this time. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cassette irrigation line had a tendency to bend and this caused the irrigation not to run during a cataract procedure. The product was replaced and the procedure was completed. There was no harm to the patient.